Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Instrument channel: pathogen (119 cfu). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. It was found that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. The instrument channel: staphylococcus warneri (119cfu/21ml). The air/water channel: staphylococcus simulans and micrococcus luteus (the total cfu of the staphylococcus simulans and micrococcus luteus is 2cfu/22ml). The unspecified channel: staphylococcus warneri, staphylococcus simulans, and staphylococcus pasteuri (the total cfu of the staphylococcus warneri, staphylococcus simulans, and staphylococcus pasteuri is 50cfu/22ml). The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc but was returned to olympus deutschland gmbh (ode). Ode sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end, the instrument channel, and the air/water channel of the device. The testing result cleared the german guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.